Event description:
It was reported that a generator reset was attempted on the patient's generator which was unable to be interrogated. After the generator reset occurred, the programming system indicated that the generator was disabled and low impedance was observed. The representative was able to interrogate and perform diagnostics; however, the patient reported they had not felt stimulation since september 2019. The programming system showed error code 254 and error code 4. Those error code messages can be associated with a reed switch failure. Review of the internal data of the generator indicated that the run state of the device on was "stim inhibited" which can be related to a stuck reed switch.. The low output current was due to the reedswitch being closed and the generator having to pull stale values to determine current delivered rather then delivering a new current. The manufacturer's device history records of the m1000 were reviewed. The generator passed final functional and quality specification prior to release. The generator was replaced due to the reported issues and has been received by the manufacturer for product analysis. However, product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. The reed stuck having been stuck closed was duplicated in the product analysis lab. The generator was programmed to deliver an output. No output was observed in normal mode or when the magnet was applied or removed. The reed switch blades released after tapping on the generator. Following the reed switch releasing normal function of the generator was observed. Once the reed switch was ¿unstuck¿ the generator passed the final electrical test and operating per functional specifications. There were further no adverse functional, mechanical, or visual issues identified with the returned generator. No further relevant information has been received to date.

Manufacturer narrative:
H6 investigation conclusions, corrected data: supplemental report 01 inadvertently did not update the conclusion code from what was reported on the initial report.